Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that lead was not stable and moved at the end of lead implant procedure. Lead was not used. Patient was fine post-procedure.